Manufacturer narrative:
This foreign report is being submitted (B)(6) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten toothbrush). This closes out this report unless additional follow up information is received.)

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s for dental cleaning (route-dental, lot number m42399300, frequency and expiration date unspecified). After an unspecified duration, while using, the toothbrush broke and became floppy. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.